Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a gastric artery embolization interventional procedure using a 6f sheath. Reportedly, after deployment of the proglide, the patient started bleeding uncontrollably from the access site. The bleeding started after the foot of the device was opened. Contralateral access was obtained and balloon angioplasty was performed to control the bleeding along with manual compression to achieve hemostasis. No imaging was taken of the femoral artery. There was a reported clinically significant delay in the procedure due to the need for the angioplasty. No additional information was provided.

Manufacturer narrative:
Device code 2017: failure to follow steps/instructions. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that the physician believed the hemorrhaging was due to the proglide device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hemorrhage is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment and patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.g3: the abbott aware date for the initial notification filed on the previous report was corrected from 12/28/2022 to 12/27/2022.